Manufacturer narrative:
Medwatch report number: mw5145768. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported a patient's atrial lead presented with erosion and infection. The lead was explanted on an unknown date and the patient was treated with antibiotics. No additional adverse patient effects were reported.